Event description:
The account stated that an initial architect troponin result of 0.38 ng/ml was generated and reported. The sample was repeated 3 times with results of 0.004, 0.003, 0.004 ng/ml generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Instrument logs were provided by the customer and were reviewed. The logs did not encompass the date of occurrence of the issue. No static spikes were identified. There was one occurrence of error code 1007 identified. The complaint analysis and trending system was reviewed and no adverse trends were identified. The service history for the instrument was reviewed and found no additional incidents of the architect i2000 analyzer (B)(4) generating discrepant results. The architect system operations manual was reviewed and was found to provide adequate information about the troubleshooting for erratic results, operational precautions, and limitations. In the clinical chemistry stat troponin-I reagent package insert ((B)(4)), literature is provided regarding suitable specimens, results, and limitations of the procedure. Based on the available information, the cause of the customer's issue could not be identified. No deficiency / malfunction was identified. This is the final report.